Event description:
A surgeon reported visible changes in the material structure of an intraocular lens (iol) implant during a slit lamp examination. The surgeon reported micro deposits and "creaks" of unknown origin. The patient reported a deterioration in vision.

Manufacturer narrative:
Evaluation summary: the product was not returned. The product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2015. (B)(4).